Event description:
Description according to article: pt presented with an acute type b dissection resulting in significant renovascular compromise and received two zenith tx2 endograft prostheses (cook) to cover the entry tear in the proximal descending thoracic aorta, resulting in true lumen expansion and dramatically improved renal perfusion. Follow up CT angiography performed 7 months later demonstrated an intimal blowout along the distal graft margin, with free communication between the true and false lumen. This required a repeat tevar procedure (with a zenith tx2 stent graft; cook), which was successful and resulted in thrombosis and obliteration of the false lumen at this level.

Manufacturer narrative:
(B)(4). Investigation is still in progress.